Event description:
It was reported that during a radical nephrectomy by lsc, the clip did not close when the firing trigger was fired. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 10/29/2008. Info anticipated, but unavailable at this time.